Manufacturer narrative:
Exact date unknown, event occurred a few days after implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the ipg and lead incision sites post implant procedure. Symptom of irritation was noted. All device components were explanted and were discarded. No further information has been obtained despite good faith efforts.